Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 260mg/dl. Initially, the customer called regarding a no delivery alarm. The customer stated that the infusion set was removed and found that the cannula was bent. The customer also mentioned having a broken belt clip. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.